Manufacturer narrative:
Patient is planned for a uni-lateral revision (reimplant) to replace the explanted device.

Event description:
Patient previously underwent bilateral implantation of proact (date unknown, 2025). Patient achieved continence. Then, the port of one proact device eroded through skin of the patient's scrotum. The device was deemed infected. The device was explanted under anesthesia. Cystoscopy was performed and indicated no other injuries to the patient.